Event description:
It was reported that the customer was hospitalized due to ketoacidosis and high blood glucose of 582mg/dl. It was stated that the customer was vomiting, had nausea, excessive thirst, abdominal pain, and ketones. Troubleshooting was performed. It was stated that the customer rec'd a motor error alarm during the rewind process. The displacement test could not be performed due to reoccurring motor error alarms. Advised the caller that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor assembly. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to motor error alarm.